Event description:
It was reported that there was extravasation.

Manufacturer narrative:
Alleged failure: eib trevor, rep. It is not calibrated correctly. Even at low pressure and flow, it shoots water all over the place and is extravasating the shoulder joint. No charge approved per adam poteliki the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be , pressure sensor, pcb board, or possible user error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was extravasation.